Manufacturer narrative:
Received one trs175sb2 opened in original packaging. The lot number of the device - 201901184 was verified. A visual inspection found the tissue retrieval bag (p/n: 7020) detached from the metal arms (p/n: trs175-arm-c). Retrieval bag was reattached to metal arms on the handle (p/n: trs175sb2-501). It was noted that the toggle (p/n: 3060a-c) snapped out of the introducer tube (p/n: 34.03.0401) during the reattachment of the retrieval bag. The handle was pulled to allow the retrieval bag to enter the tube and the bag detached again. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Step 3 of the directions for use states "insert the anchor tissue retrieval system by conmed through the trocar cannula or body orifice and push the bag out of introducer. Note: do not deploy or retract the anchor tissue retrieval system while the distal end of introducer remains inside a trocar as it may adversely affect performance. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, trs175sb2, was being used during an unknown procedure on (B)(6) 2021 when it was reported "during the operation after inserting the anchor tissue retrieval system into patient body and push the bag out of introducer the bag was detached from the device." Further assessment questioning found that the bag did not separate from the device; however, it only came loose from its position. An alternate same-like device was used to complete the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.